Manufacturer narrative:
Troubleshooting was performed on the analyzer, which included cleaning and replacement of multiple parts. No further discrepant results were generated, and the ict sample diluent was determined to be the cause of the issue. Troubleshooting at the customer site finds the reagent is working as expected; acceptable results were generated. Sample and reagent preparation, storage and handling requirements must be met for the assay to perform correctly. A review of tracking and trending did not reveal any trends related to the customer¿s issue. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified.

Manufacturer narrative:
Patient identifier: multiple: sid (B)(6) and sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated potassium results generated on the alinity c processing module for two patients. The following results were provided: sid (B)(6) initial potassium result was 6.52 mmol/l, repeated 4.67 mmol/l. Sid (B)(6) initial potassium result was 7.75 mmol/l, repeated 5.44 mmol/l. (Customer reference range is 2.5 mmol/l to 6 mmol/l) no impact to patient management was reported.